Event description:
Side arm/sheath tubing was found separated from actual introducer. IV solution was infusing into bed, no blood was coming from port. Site dressing was still intact. Pt had not been restless or combative. With tubing apart there was a direct connection between air and vascular space. Once found, port was occluded and line was removed and replaced with new catheter.